Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed shock impedances at high, out of range values. The increase had been gradual ad there was a delivered shock that did actually convert. The shock appeared to be likely truncated to monophasic and a code 1005 regarding an open circuit condition. It was discussed that the lead could not be relied upon to deliver effective therapy moving forward so should be replaced. At this moment the rv lead has been surgically abandoned and the implantable cardioverter defibrillator was explanted due to therapy upgrade. No additional adverse patient effects were reported.